Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error when replaced battery. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised regarding e70 alarm and that setting most likely aren't in the device.